Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted: (B)(6) 2009; dtmb1d1 crtd implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room due to dizziness/near syncope. It was noted that for the past week the patient had generalized weakness and dizziness with standing. It was also noted that the right ventricular (rv) lead had a lead impedance warning due to a rise to high and undefined impedance measurements. The rv lead also exhibited high threshold measurements. It was noted that the right ventricular (rv) lead exhibited potential far field r-wave (ffrw) oversensing on the current electrograms (egm) and high short v-v intervals. It was noted that detections and therapies are programmed off. Both rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 - additional review of the event confirms that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This product is being updated to non-reportable as there was no complaint on the product in this report. The product was erroneously reported.